Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, console does not recognize a wired pi connection and instead displays "notification: pi wireless connection quality is poor," intermittently after each acknowledgement of the message. Rep had site switch pi boxes, issues not replicated. Rep did noted this may be intermittent. Biomed was unable to replicate issue and for other occurrences (that have not reported to ts) the site has switched pi boxes to resolve, but reoccurs again later, the site has switched pi cables to resolve, but reoccurs again later. Issue occurrence with different pi boxes and pi cables. There was no patient impact.

Manufacturer narrative:
H3: analysis verified not working properly. Unit presented with sw:(v1.7.5/field update) and a pi wired connection failure due to a defective pmb pcba h6: previously added imdrf annex code b17, c20, d16 no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4); h3: analysis verified 'not working properly.' Unit presented with sw:(v1.7.5), a worn fuse decal, aged batteries, and a wired connection failure due to a defective main pcba h6: previously added imdrf annex code b17, c20, d16 no longer valid product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis could not verify 'not working properly.' Unit presented with sw:(v1.7.5), misaligned radio firmware, aged batteries, a chipped lid, and a worn fuse decal. H6: previously added imdrf annex code b17, c20, d16 no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.